Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the due to the customer over-delivering insulin, blood glucose (bg) lowered to 50 mg/dl. Carbohydrates were consumed. The customer reported that the low bg alert did not "go off" at the time of the low bg. A review of the pump data found that the pump did declare a low cgm (continuous glucose monitor) alert and the alert was not acknowledged by the customer. Once the bg value rose above the threshold, the alert was cleared automatically (as expected) by the pump.

Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.